Manufacturer narrative:
Investigation into this event determined that the customer improperly realigned the barcode scanner. After proper scanner alignment. The analyzer was returned to expected operation. The root cause of the event is user error in not properly realigning the scanner.

Event description:
An ocd field engineer noted a misaligned bar code scanner on a customer's vitros 250 analyzer, which resulted in multiple patient samples being associated with the incorrect demographic information. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.